Manufacturer narrative:
The sample was requested but is not available for further investigation. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of a possible interfering factor in a patient's samples tested for elecsys tsh assay results on a cobas e 801 analytical unit compared to two competitor radioimmunoassay tests. In (B)(6) 2022, the patient had a tsh result of 26.9. In (B)(6) 2022, the patient had a tsh result of 28. In (B)(6) 2022, the patient had a tsh result of 22.5. In (B)(6) 2022, the patient had a tsh result of 20.4. On (B)(6) 2022, the patient had a tsh result of 20.6. On (B)(6) 2023, a sample from the patient was tested using a radioimmunoassay (ria) brahms analyzer and the result was 0.22. The brahms reference range is 0.3 - 4.1 uiu/ml. On (B)(6) 2023, another sample from the patient was tested on the ria brahms analyzer and the result was 0.02. The sample was also tested on an ria coulter analyzer and the result was 0.15. The coulter reference range is < 5 uiu/ml. The units of measurement were requested but not provided. The results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number was requested but not provided. The patient's samples are suspected of containing macro-tsh. The patient sample was requested for investigation. The investigation is ongoing.